Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulties occurred. The 70% stenosed target lesion was located in the left main artery extending into proximal left circumflex artery (lcx). A 5.00 x 24mm synergy megatron drug eluting-stent was advanced. After deployment of the stent, the delivery system could not be withdrawn through the guide catheter. The physician removed the device along with the guide catheter. The procedure was completed using the original device. No patient complications were reported.